Manufacturer narrative:
Lot numbers # 18f052 and 18k022. One single-use device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. The device was found to operate per specification. A batch review was conducted for both reported lot numbers and there were no deviations found related to this reported condition during the manufacture of either lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 2 </noe> malfunction events. It was reported that two small volume folfusors had flow issues during infusion. One device under infused, and one device over infused. Both events involved a patient with no patient consequences. No additional information is available.